Event description:
It was reported that patient underwent total elbow arthroplasty on (B) (6) 2007. Revision surgery was performed on (B) (6) 2010, after radiographs revealed a loose condyle lock screw and pin. The condyle lock screw was replaced during the surgery.

Event description:
It was reported that patient underwent total elbow arthroplasty on (B) (6) 2007. Revision surgery was performed on (B) (6) 2010, after radiographs revealed a loose condyle lock screw and ulna bearing lock pin. The condyle lock screw and ulna bearing lock pin were removed and replaced.

Manufacturer narrative:
Patient sex - male.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned components found the dimensions to be within manufacturing tolerances. Both the male and female condyles show evidence of wear near the edge of the condyle face. The cause of the lock screw loosening could not be determined. (B) (4).

Event description:
It was reported that patient underwent total elbow arthroplasty on (B) (6) 2007. Revision surgery was performed on (B) (6) 2010, after radiographs revealed a loose condyle lock screw and pin. The condyle lock screw was replaced during the surgery.

Manufacturer narrative:
User facility responded via telephone after receiving a faxed letter from biomet on april 15, 2010 with event details. The user facility stated that the patient was non-compliant and did not follow weight limit restrictions.